Event description:
No patient information reported. It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to stenosis. Follow ups have been made with health care provider to obtain valve and patient records but have not yet been received.

Manufacturer narrative:
Additional event information, records and device have been requested from hcp but have not been submitted for review to edwards lifesciences. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events; additional event information will be reported if received.